Event description:
Customer woke up with chest pains, tested blood glucose and got low readings. Customers spouse called 911 and paramedics received a blood glucose reading higher than theirs. No specific numbers were provided. The paramedics gave the customer an IV and took customer to the hosp. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.